Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device fails to store images and identified the malfunctioning of frontal ip-pc. The fse install frontal ip-pc and hard drive. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was updated.

Event description:
It was reported to philips that the device gave an error indicating that the image disk space was full and exposure was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported.